Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however a photo was provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk repair kits allegedly experienced migration of device or device component. This information was received from one source. Of the one migration of device or device component, one involved patients with no patient consequences. There was no provided patient information.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk repair kits allegedly experienced migration of device or device component. This information was received from one source. Of the one migration of device or device component, one involved patients with no patient consequences. There was no provided patient information.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The device and photos were returned for evaluation. The investigating confirmed for repair stent migration. A definitive root cause could not be determined. The device is labeled for single use.